Event description:
The screws broke during the surgery. There were extra screws available to complete the procedure. Pt outcome: there was no adverse event to the pt reported.

Manufacturer narrative:
Additional lot # 942254. The device history record for the reported lot did not show any nonconformance. The lot was found acceptable to the specifications.